Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor within 10 minutes. Results of 156 mg/dl, 208 mg/dl, and 34 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted if the meter is returned, and investigation results are available.